Manufacturer narrative:
The explanted device has been returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing "red heart" alarms with change in position while either connected to the power module (tethered support) or on battery power. "Low flow" and "pump off" messages were observed on the display module. The system controller was exchanged with no resolution to the alarms. The pt reported feeling the "pump start and stop" and initial review of the pump data by the hospital showed multiple incidents of the pump speed at 0 rpm. The pt was admitted to the hospital, placed on strict bed rest and x-rays were ordered. Per add'l info provided to the MFR, the hospital made a decision to exchange the lvad with another lvad due to a suspected fracture in the percutaneous lead. The device was successfully exchanged with another lvad and the pt is doing well post-op w/o any further issue.